Manufacturer narrative:
Concomitant medical products: product ida: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Description of problem or event: some of the information of this report was previously reported in manufacturer report 3004209178-2019-07951. Manufacturer report 3004209178-2019-07951 has been updated and no longer contains this information. This report reflects the most accurate information that is known regarding the information in this event and will hereby be the main report for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient with an implantable neurostimulator (ins). The patient stated that she had an abandoned lead and wanted to know if she could have a head MRI. The patient wasn¿t sure which lead it was. Additional information was received on 2019-apr-22 from a health care provider via a medical record (hcp). During a revision surgery on (B)(6) 2005, it was discovered that the old left-sided s3 lead appeared to be out of place with lead 2 and 3 within the canal. It was observed while utilizing fluoroscopy to evaluate the old s3 lead that it appeared to be withdrawn and they could not find the lead. During a removal procedure for another system on (B)(6) 2005, the c-arm was brought in to evaluate and there was one remaining lead from a previous surgery observed. It was noted that the lead had been older that appeared to be using anchoring device to the bone itself. Therefore, after a brief search for this lead, they elected that it should be left in place, especially since it had been anchored to the bone and would require a significant amount of effort to remove it as well as postoperative considerations. Additional information was received from the consumer on 2019-apr-24. The patient had called back to report that they had the lead removed the day prior to the call. There were no further complications reported.